Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic monitor reported no magnet response. When the patient was seen for an office visit, multiple attempts to interrogate the device were unsuccessful. A subsequent follow-up noted that the device was p wave tracking between 80 ppm and 100 ppm. The device was subsequently replaced.